Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2014 for a boil, unrelated to cycler. Medical records were requested.